Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that while sleeping the infusion set's tubing came apart from the site location and this happened on three separate occasions. The site was patient's abdomen/thigh and the pump was located on the same side as site. The infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was stress or pull on the tubing as they toss and turn while sleeping which had led to detachments. Moreover, the pump was not dropped with the set connected to the patient's body. No further information available.